Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they would file legal documents about the recalled product they were using. The customer stated their insulin pump was not safe to use as it was involved in the retainer ring safety notice, which had a reported death. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.